Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (reduction forceps f/large bones, part number 399.08, lot number 892. The subject device was returned with the complaint condition stating: it was reported that a clamp (reduction forceps) is broken. The speed lock has broken off (is missing from) the clamp. This was discovered in sterile processing. No procedure or patient involvement. This complaint involves one device. This complaint is confirmed. The forceps were received at cq with a broken threaded spindle rod component. The base of the spindle rod component is still secured to the forceps but the threaded portion with nut are loose in the bag as the spindle sheared off at its base. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. A visual inspection under 5x magnification and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The 399.08 reduction forceps are an instrument that has been obsolete and replaced by the 399.78 reduction forceps and the 399.98 reduction forceps. Due to the returned device¿s suspected advanced age, supporting documentation for the replacement functionally equivalent parts has been used for this investigation. A review of the device history records was unable to be performed since the lot number and part number combination was not recognized in synthes system. Drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Unable to determine a definitive root cause. Most likely due to aggressive handling or repeated use for this suspected advanced aged reusable device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no reported patient involvement associated with the complained event. The reported lot number 892 could not be validated as a synthes lot number for the reported part number. Other number--UDI: (01)gtin unavailable, product made prior to gtin compliance date(10)lot number unknown. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. . Without a valid ot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a clamp (reduction forceps) is broken. The speed lock has broken off (is missing from) the clamp. This was discovered in sterile processing. There is no reported procedural or patient involvement. This report is 1 of 1 for (B)(4).